Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510f401; lot# ebppn. Prim tib baseplate - cemented; cat# 5520-b-300; lot# ijbbd. Triathlon asym patella a35x10; cat# 5551l350; lot# lde813. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient had index and previous revisions outside of cors scope. The patient underwent infected left total knee replacement on (B)(6) 2013. Returns for chronic pji on (B)(6) 2013. All components exchanged.